Event description:
The ventilator gave an oscilating alarm and would not cycle. The problem was isolated to the pc762 board. The defective part will not be sent for evaluation as the customer disposed of it. There was no patient involvement or injury.